Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reservoir had air bubbles of 0.5cm in size. Customer's current blood glucose was 218mg/dl. Customer performed high pressure test but no leaks are detected. Product will not be return for analysis.